Event description:
It was reported that an unknown issue occurred with the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted syringe sizer misalign recall completed. Replaced front cover, rear case, barrel clamp, left/right iui, and top disk holder. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 28may2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the syringe size sensor. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted syringe sizer misalign recall completed. Replaced front cover, rear case, barrel clamp, left/right iui, and top disk holder. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the syringe size sensor. A review of the device history record showed the device had a manufacture date of 28may2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an unknown issue occurred with the device. No additional information was provided. There was no patient involvement.